Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, e1, g4, g7, h2, h3, h6, and h10. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: several washouts were previously performed. Old scar tissue from prior procedures was present. No complications noted. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Event date: unknown date in (B)(6) 2019. Explant date: unknown date in (B)(6) 2019. Therapy date: unknown date in (B)(6) 2019. Concomitant medical products: vngd ps open por fmrl lt 70 catalog#: 184532 lot#: 907090, biomet finned pri stem 40mm catalog#: 141314 lot#: 142140, bmet regenx pri tib tray 79mm catalog#: 141275 lot#: 610110. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee revision. It is noted in the surgical record that the patient acquired left knee infection and subsequently underwent several I&ds (washouts) on unknown dates, and all components removed during stage I procedure were treated with IV antibiotics for six (6) weeks. Cultures were negative post treatment and the patient was then re-implanted. No additional patient consequences were reported.